Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The pump supplies were changed to address the alarms. Customer¿s blood glucose reached 596 mg/d with high ketones; however, customer reported that the cause was related to being sick and was unrelated to pump or supplies.